Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). (Disease progression of the aortic neck). Eval, conclusion: (disease progression of the aortic neck).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 42 months ago. Aneurysm and vessel morphology from the time of implant are unk. Currently there was mild angulation to the aortic neck, disease progression with the dilatation of the aortic neck currently the aortic neck diameter is 32-33 mm over a length of 2 cm. The pt returned for 2-3 follow-ups, but later had a reaction to contrast and then became lost to follow-up. The pt presented with some other unrelated complaint and a migration and large type I endoleak were revealed. The bifurcated stent graft has migrated 6 cm below the renal arteries into the aaa sac, and the top of the graft was infolded toward the flow divider. The aaa size at the time of the migration is unk. The physician elected to implant a 36 mm endurant bifurcated stent graft and a 16 mm endurant limb successfully to reline the aneurx bifurcated stent graft and iliac limb resolving the stent graft migration and type I endoleak. No additional clinical sequelae reported, and the pt is fine.